Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a backup audible alarm error was in the event history log (ehl). During analysis, the reported issue was unable to be duplicated. Unable to determine the intermittent of the error. Replaced main board as a preventative measure that was performed by service.

Event description:
It was reported that a back up audible alarm.

Manufacturer narrative:
Additional information was received indicating that the event did not occur while in use with a patient; there was no patient injury. Device evaluation: one device was returned for analysis. The device was received with all labels still intact. Visual inspection showed no damage. Based on evidence and investigation, the complaint allegation was unable to be duplicated and determined. As a preventative measure, main board was replaced.